Event description:
This lead was implanted on (B)(6)1995 and was capped on (B)(6)2016 due to impedance issue, low pace less than 200 ohms. The physician was dr.(B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).